Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., g.2, h.6.

Event description:
Patient reported right capsular contracture grade unknown, seroma, 'bigger than the other and hardening' and rupture. Device remains implanted. Confirmed via MRI. Healthcare professional later reported cysts which are not device related. Patient later reported 'traumatized'. Healthcare professional later reported grade iii contracture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown, seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, seroma.

Event description:
Patient reported right capsular contracture baker grade unknown, seroma, 'bigger than the other and hardening' and rupture. Device remains implanted.